Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, there is a planned iol exchange. Additional information was provided by the physician that the patient reported fluctuation in vision, glare, halos, blurred vision in all distances, starbursts, all impacting daily life.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided that the patient has decided to cancel iol exchange.